Event description:
It was later reported that the patient still felt the jolting sensation without moving at all. He described the stimulation as "stop working" then "starts again" without making any moves.

Event description:
It was reported the patient experienced a shocking or jolting sensation. The device was reprogrammed as a result. It was stated that there were "unusual" impedances measured. The impedances measured provided an "xxx" result. It was unknown why the impedances showed this result. No patient symptoms were reported in relation to this event. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient did not feel the jolting sensation during reprogramming. However it was noted that the patient stated that they would feel the jolting ¿with no reason at any time.¿ it was further reported that the patient seemed quite satisfied with the therapy when it was reprogrammed but still had concerns that he would have the shocking sensation again. It was noted that a ¿print out¿ was done but the impedance test results only showed ¿xxx.¿ the explanation for these impedance results was unknown. It was later reported by technical services that the xxx message appears when the amplitude used to test impedances was not high enough. It was noted that the test was attempted at 0.7v and was recommended to measure impedances at 3.0v.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).